Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital with diabetic ketoacidosis and a blood glucose level over 400 mg/dl; cause was not provided. Customer declined troubleshooting with tandem technical support and declined to provide further information.